Event description:
Removing a medicine port from the chest the pencil flashed. No alcohol was present. This was a minor procedure and patient was awake. Lidocaine was used to deaden surrounding tissue. There was no patient burn.